Event description:
The patient works in a library with a new theft scanner, the brand was unknown. Whenever he enters the scanner, he experiences vibration at the pocket site. It does not interfere with his stimulation. Additional information has been requested.

Manufacturer narrative:
(B) (4).